Event description:
It was reported to nova biomedical that a consumer received a result of 574 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 179 mg/dl. During the call to customer support, it was revealed that the consumer did perform a control solution test for integrity before using their initial test strips as instructed in our directions for use showing the test strips fell out of range. The consumer continued to use the test strips. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.